Manufacturer narrative:
Product complaint (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported that "... Which prolonged the operation time and increased the difficulty of the surgery." - were there any patient consequences? If yes, please describe. - how long was the delay? Please specify in minutes. - please provide lot number. - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or (B)(6). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a complete pelvic floor reconstruction surgery (vaginal sacral fixation+perineal reconstruction) +laparoscopic total hysterectomy+bilateral adnexectomy procedure on (B)(6) 2024 and suture was used. During the procedure, the patient underwent surgery due to "stage iii uterine prolapse; stage iii anterior vaginal wall prolapse". During the surgery, the suture broke twice when knotting, which prolonged the operation time and increased the difficulty of the surgery. Re-suture and tie the knot to complete the surgery. No adverse patient consequences were reported. Additional information was requested.